Manufacturer narrative:
(B)(4). Device evaluated by MFR: the returned rotablator plus unit was attached together on the return of the device. A tug test was performed to examine the integrity of the connection and a connect/disconnect test was carried out and no issues were noted with the unit handshake connectors. An attempt was made to wire guide the plus unit using a control guidewire. Resistance was met in the annulus of the burr. The burr was microscopically examined and the burr annulus was misshapen. There were no scratches that exposed brass on the plated back half of the burr. A scratch test was performed to confirm if the returned burrs cutting action was acceptable which confirmed that the burrs cutting action was acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Same case as MFR ID: 2134265-2011-01549. It was reported that in preparation for a percutaneous transluminal rotational atherectomy angioplasty treatment procedure, a guide wire break occurred. The floppy rotawire guide wire was advanced to the lesion. The rotablator rotalink plus 1.5mm burr was being loaded on the floppy rotawire guide wire, however resistance was encountered. The proximal end of the guide wire was then noted to be fractured. The remainder of the guide wire was then removed from the patient without any reported difficulty, and the procedure was completed with another of the same devices. No patient complications were reported, and patient status is listed as good.